Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood in the balloon, inflation lumen and guide wire lumen and no contrast visible. Blood in the balloon is consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, consistent with being inflated. The balloon was separated 1.5 cm distal to the proximal balloon marker as reported. The balloon material at the separation was jagged. The separated portion was not returned. The inner member was separated 7 cm distal to the distal balloon marker. The material at the separation was jagged. The separated portion was not returned. There was no other damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The patient anatomical information was not provided; however, it may be possible that interaction with the lesion if calcified may have contributed to the speculated balloon rupture. It may also be possible that the balloon was inflated above the rated burst pressure; however, the inflation pressure was not reported. Additionally, the separated portion of the balloon and inner member may be related to the balloon material becoming hung up within the exchange sheath after the rupture and during removal; however, this could not be confirmed. A conclusive cause for the reported balloon rupture and subsequent separation could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other similar incidents. There is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during an interventional procedure in the superior vena cava, the foxcross balloon was inflated to unspecified atmospheres, however, upon removal of the device, it was noted that only half the balloon was present. There was no reported resistance while inserting or removing. The physician states that he knows for sure that the balloon material was not left in the patient. He speculates that the balloon ruptured and the material was in the exchange sheath as it was difficult to flush, however, the exchange sheath was discarded by the site. The procedure was completed with a new exchange sheath and an additional foxcross of the same size. There was no reported adverse patient effects associated with the event. There was no additional information provided.